Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 8</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-53 years of age and between 130 and 173 pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 8 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to moisture ingress.